Event description:
It was reported that the patient had a return of back and leg pain. Out of range impedence's were found on contacts 8-15 and the ipg was eos. Interrogated ipg but eos. Previous interrogation showed oor impedence's for contacts 8-15. Explanted previous paddle and perc lead and replaced with two new perc leads and new ipg. Issue is resolved. Devices have been discarded. Rep confirmed they were made aware on 11/08/2023.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2013, explanted: on (B)(6) 2023, product type: lead, product ID: 3708240, lot#serial#: (B)(6), implanted: on (B)(6) 2006, explanted: on (B)(6) 2023, product type: extension, product ID: 399930, lot#: v007335, implanted: on (B)(6) 2006, explanted: on (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the lead was fractured at entry point into ipg. Lead fractured further while trying to remove it from the patient. There were high impedances noted and a loss of stimulation. Unable to determine exact values due to eos. The patient noted a return of pain. Their lead was replaced with a new one and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2023, product type: lead. Product ID: 3708240, serial#: (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2023, product type: extension. Product ID: 399930, lot#: v007335, implanted: (B)(6) 2006, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2023 product type lead. Found broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was  rep said they met with a pt with another  rep on 11/08/23 and informed the pt that the pt would need their ins replaced. Now, the  rep. Was calling to confirm implant information for the pt. Rep. Said the surgical paddle lead was being taken out when the ins was replaced.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2013; explant date (B)(6) 2023 brand name ; product ID 3708240 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2006; explant date (B)(6) 2023 brand name specify; product ID 399930 (lot: v007335); product type: 0200-lead; implant date (B)(6) 2006; explant date (B)(6) 2023 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.